Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate antitachycardia pacing and high voltage therapy for atrial fibrillation with stable rapid ventricular response. No diagnostics were available. Programming changes were recommended. No further information is available.